Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 318 mg/dl. The user confirmed insulin delivery, observed insulin drops during the fill-tubing process, and allowed the ilet correction algorithm to bring glucose values back into range. No outside medical intervention was required.